Manufacturer narrative:
Manufacturing date: may 3, 2016 ¿ may 5, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted the red coil cap had separated from the housing and the housing was malformed at the upper area where the coil cap comes into contact. The cause of the malformed housing was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an infusor was not attached. There was no patient involvement. No additional information is available.